Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the surgeon could not adjust the incision by the adjustment nut. The surgeon conducted a dry run of the instruments before the operation and set them. After the insert of the cannulated screws in the formal procedure, the surgeon secured the aiming arm to the plate and checked them by x-ray imaging. The surgeon had no problem during the dry run, however they looked strange in the image. The surgeon added the incision and tried to adjust them by the adjustable nut, however he could not, so the surgeon used the radiolucent instruments instead. From the surgeons point of view, the tension of the iliotibial band was very strong, and he felt that the instruments bounced off. No articles were received for evaluation and all lot numbers are unknown. No further information was provided and no additional information about the event is available at this time. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device is not being returned and no lot number was provided.